Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "once the balloon connected to the machine the ap pressure was not coming properly and after some time the balloon got clotted thus leading to not being able to use in the case. Device removed and another iabc was used. Therapy got delayed but no harm to the patient". No patient harm or injury. The patient status is reported as "fine".